Manufacturer narrative:
(B)(4).

Event description:
The patient reported concerns with repeated low results with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the patient had a meter result of 3.2 inr. He maintained normal coumadin dosing at 10 mg as the result was within his therapeutic range. T on (B)(6) 2017, the meter result was 2.2 inr at 6:30 a.m. He took 10 mg of coumadin after taking this test. The patient changed the batteries on the meter due to the questionable 2.2 inr value and set time, date, and units on the meter. He tested again approximately 3 hours later. The meter result was 1.5 inr. Samples from different fingers were used for testing on 03/10/2017. On (B)(6) 2017, the patient tested once in the morning and once in the evening; all meter results 1.5 inr. It was over 7 hours between measurements. On the morning of (B)(6) 2017, the patient had a meter result of 1.5 inr. The patient has not reported any of the obtained results to his physician. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is not anemic or polycythemic, is not on heparin, and does not take direct thrombin inhibitors. The patient does not suffer from antiphospholipid antibodies. The patient has had no missed dosages or changes in coumadin or other medication/vitamins/supplements. The time frame between medications taken and the incident was 10 - 12 hours. No treatment was provided to the patient and there was no allegation of an adverse event. The patient returned the meter for investigation but not the test strips. Relevant retention test strips (lot 152885-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter was measured with master lot test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.2 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 33%. Donor 2 hct: 40%. Testing results: donor #1: master lot: 3.2 inr. Customer meter and master lot: 3.0 inr. Donor #2: master lot: 2.2 inr. Customer meter and master lot: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.